Event description:
The onsite support specialist reported to olympus that the liquid crystal display monitor had an issue with the power turning off unexpectedly. The issue occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The olympus technical assistance center received a report of a monitor issue from the customer via our automated answering service. The customer reported an issue with a monitor, which was previously mentioned in another case. As stated in the previous case, the field service engineer noticed some additional boom problems that needed to be resolved to ensure its safety and functionality. Upon follow-up, the customer informed us that he was unaware of additional boom problems. The customer later reported that the issue was related to a defective cable inside the boom and that the customer no longer needed assistance with the monitor. Olympus advised the customer to contact their vendor's account manager to confirm the status of a replacement boom. We communicated with the customer to check the procurement status for a replacement boom with a third-party vendor. However, the field service manager asked that this case be returned to the field service engineer team for a warranty repair. The case was given back to the field service engineer team for a warranty repair. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power of the device is turned off occured due to faulty power cable. Olympus will continue to monitor field performance for this device.